Manufacturer narrative:
Revision to correct dates as event occurred in 2015. It was reported from the clinical database that this patient presented to the emergency department (ed) on (B)(6) 2015 with complaints of fever and chest pain lasting two days and radiating to the back. The patient's temperature was reported to be as high as 102 degrees fahrenheit when taken at home. The patient was diaphoretic and experiencing shortness of breath (sob) while in the triage. Cefepime 1 gm and vancomycin 2 gm were administered intravenously. The patient complained of pain at the driveline (dl) exit site. Infectious disease (ID) recommended cultures (cx), evaluation for effusion, aspiration of pleural fluid, and to continue the IV antibiotics. Further assessment revealed fever, leukocytosis, and sepsis. Drainage at the dl site was noted on the following day. Orders for cx and ultrasound (us) of the left breast were made. Mastitis was observed. There was also reports of worsening left pleuritic chest pain. Cardiac consult suspected deep abscess associated with the dl. It was stated that cardiothoracic surgery (cts) would review the case and would likely require surgical exploration/drainage. The cefepime was titrated to 2 gm bid IV and vancomycin reduced to 1.5 gm bid IV.  A computerized tomography (CT) scan of the abdomen was performed and revealed intermediate density fluid collection surrounding the lvad, left lateral chest wall, and subcutaneous tissues which may represent an evolving hematoma. Ultrasound of the left breast demonstrated simple appearing fluid collection in the retroaerolar region measuring 1x2.7x10 centimeters (cm). CT scan of the chest revealed moderately large left chest wall fluid collection containing air/gas bubbles extending deep to the left anterior mediastinum paracardiac region near the lvad and the coiled driveline, representative of an abscess. The patient reported feeling better on (B)(6) 2015. Infection of the dl and chronic pleural effusion remained. The patient continued to have left chest pain at the site of the breast. The area was noted to be warm to the touch and red around the thoracotomy incision site. Incision and drainage (I&d) was ordered once the inr was lowered (currently at 4.5). The patient was still experiencing the left breast and left quadrant (ld) pain on (B)(6) 2015. The vancomycin was titrated to 1.75 gm bid IV. Purulent drainage was observed at the driveline on (B)(6) 2015. Antibiotics and IV diuretics were continued. Coumadin was still held to drift the inr downward. On (B)(6) 2015, the patient was taken to the operating room (or) for the incision and drainage procedure. The dissection was taken down to the underlying area of the abscess. The entire purulent material was drained. The intercostal space appeared in two segments, both in communication with left pleural cavity. Through the intercostal space, it was evident that there was a segment of the driveline exposed in the chest. The patient was reported to be feeling much better the next day. Follow-up cultures from abscess were taken and the antibiotics were continued. It was determined on (B)(6) 2015 that the patient would be presented at the medical review board (mrb) as the leukocytosis was improving. On (B)(6) 2015 it was noted that the leukocytosis was stable. On (B)(6) 2015 the white blood cell count (wbc) was trending downward. On (B)(6) 2015, the patient was cleared for orthostatic heart transplantation (oht) and the chest wall infection was deemed under control. The patient was cleared for discharge on (B)(6) 2015 and was sent home with wound v.a.c. For healing of wound and long-term antibiotics. Hvad pump hw23250 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw23250; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information was provided by the clinical specialist on 09/08/2016 indicating that the patient was transplanted on (B)(6) 2015. No further information was provided. Sepsis and driveline infection are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Other contributing factors include the patient's nutritional status and trauma to the operative site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that this patient presented to the emergency department (ed) on (B)(6) 2016 with complaints of fever and chest pain lasting two days and radiating to the back. The patient's temperature was reported to be as high as 102 degrees fahrenheit when taken at home. The patient was diaphoretic and experiencing shortness of breath (sob) while in the triage. Cefepime 1 gm and vancomycin 2 gm were administered intravenously. The patient complained of pain at the driveline (dl) exit site. Infectious disease (ID) recommended cultures (cx), evaluation for effusion, aspiration of pleural fluid, and to continue the IV antibiotics. Further assessment revealed fever, leukocytosis, and sepsis. Drainage at the dl site was noted on the following day. Orders for cx and ultrasound (us) of the left breast were made. Mastitis was observed. There was also reports of worsening left pleuritic chest pain. Cardiac consult suspected deep abscess associated with the dl. It was stated that cardiothoracic surgery (cts) would review the case and would likely require surgical exploration/drainage. The cefepime was titrated to 2 gm bid IV and vancomycin reduced to 1.5 gm bid IV. A computerized tomography (CT) scan of the abdomen was performed and revealed intermediate density fluid collection surrounding the lvad, left lateral chest wall, and subcutaneous tissues which may represent an evolving hematoma. Ultrasound of the left breast demonstrated simple appearing fluid collection in the retro areolar region measuring 1x2.7x10 centimeters (cm). CT scan of the chest revealed moderately large left chest wall fluid collection containing air/gas bubbles extending deep to the left anterior mediastinum paracardiac region near the lvad and the coiled driveline, representative of an abscess. The patient reported feeling better on (B)(6) 2016. Infection of the dl and chronic pleural effusion remained. The patient continued to have left chest pain at the site of the breast. The area was noted to be warm to the touch and red around the thoracotomy incision site. Incision and drainage (I&d) was ordered once the inr was lowered (currently at 4.5). The patient was still experiencing the left breast and left quadrant (ld) pain on (B)(6) 2016. The vancomycin was titrated to 1.75 gm bid IV. Purulent drainage was observed at the driveline on (B)(6) 2016. Antibiotics and IV diuretics were continued. Coumadin was still held to drift the inr downward. On (B)(6) 2016, the patient was taken to the operating room (or) for the incision and drainage procedure. The dissection was taken down to the underlying area of the abscess. The entire purulent material was drained. The intercostal space appeared in two segments, both in communication with left pleural cavity. Through the intercostal space, it was evident that there was a segment of the driveline exposed in the chest. The patient was reported to be feeling much better the next day. Follow-up cultures from abscess were taken and the antibiotics were continued. It was determined on (B)(6) 2016 that the patient would be presented at the medical review board (mrb) as the leukocytosis was improving. On (B)(6) 2016 it was noted that the leukocytosis was stable. On (B)(6) 2016 the white blood cell count (wbc) was trending downward. On (B)(6) 2016, the patient was cleared for orthostatic heart transplantation (oht) and the chest wall infection was deemed under control. The patient was cleared for discharge on (B)(6) 2016 and was sent home with wound v.a.c. For healing of wound and long-term antibiotics.